Manufacturer narrative:
Investigation: bd has reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Bd has been provided with the affected samples. Visual inspection of returned affected sample revealed a syringe tip inside the syringe, which confirmed the reported issue. After analyzing the returned sample and discussing with our manufacturing technicians in charge of these product lines, bd has concluded that the plastic piece was produced in the assembly station in the stack of the barrel feeder. The incorrect alignment of the barrels in this process produced the rupture of the tip, which ended up inside another barrel.

Event description:
It was reported that bd emerald¿ syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. "Piece of hard plastic found inside a 10ml syringe".

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd emerald syringe had foreign matter in the syringe. No serious injury or medical intervention was reported. Verbatim: "piece of hard plastic found inside a 10ml syringe".